Event description:
Cardiovascular surgeon had already put the zipfix through the patient's sternum when he went to tighten it. It would not stay tightened. He then fit it back thru the hole and again tried to secure it but it would not stay. Surgeon then pulled it out.what was the original intended procedure?aortic valve replacement and coronary artery bypass surgery.